Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the cartridges that caused the alarm did not snap in properly. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.